Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The patient does not recall when the sensor was inserted. The patient reported her cgm displayed 111 mg/dl; however, she became less alert and 'close to seizing' and emergency medical services (ems) was called. She did not recall what her bg was prior to ems treatment with oral glucose; her bg per ems post oral glucose was 45 mg/dl. She was transported to the emergency department (ed) where she received fluids via intravenous (IV) therapy and additional oral glucose. She was discharged home from the ed. The patient saw her physician on (B)(6) 2019 for follow up as instructed by the ed physician. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.